Event description:
It was reported via a user facility medwatch that during a cystoscopy procedure, a coating break occurred. The location of the lesion is unk. The 0.038 sensor guide wire was advanced to the lesion, however, at an unspecified time, the physician noted a break in the guidewire's coating. It was not known how the procedure was completed. The pt's status is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The device history record (DHR) review confirms that this batch number met all material, assembly and performance specifications. The root cause was unable to be determined.